Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. The customer declined further assistance for the issue, and no further information was able to be obtained.